Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported event of a false positive result. A remedial review of the case determined that there was no allegation of a product malfunction or false positive result. The inquiry has been logged for trending and monitoring purposes.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the binaxnow¿ covid-19 antigen self test performed on an unknown samples for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient 1 of 2. The customer reported that he and his (B)(6) daughter took the test today ((B)(6)2021) and both of them got a positive test result. User described both of their test results as pink control line and very faint sample line. The customer mentioned that he has been fully vaccinated . The customer also reported he was infected in the past with covid-19 because his daughter had covid-19 a year ago. No additional patient information, including treatment and outcome, was provided.